Event description:
Event description cpi received information that the physician was unable to interrogate the implantable cardioverter defibrillator (ICD) even with several attempts. An 'out of range' message was observed during one attempt. Tones could not be obtained with a magnet application and it was also reported that the ICD was programmed to pace the patient at 50/60 bpm yet an intrinsic rate of 40 bpm was observed.